Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. It was reported that the patient had been able to flip their pump for at least 5 years and it was believed to be an ongoing issue. The patient wore an abdominal binder because they manually manipulated the pump. The pump was replaced on (B)(6) 2019 for battery life. No patient symptoms were reported and no further complications were reported or anticipated.